Event description:
A philips specialist reported that images had a vague band/ring artifact that was mainly noticeable on thicker slices or when adding thinner slices. On the thin slices alone they were not obvious and could result in a misdiagnosis of pathology. The radiologist noticed this especially when adding slices. Due to the uncertainty, customer scanned the pt on MRI system and ruled out any pathology. Pt was not harmed. There was no increase in radiation exposure to the pt. There was no report of death or serious injury.

Manufacturer narrative:
Detector balancing was performed, but did not eliminate the artifacts. Fans were added to the untitled data measurement system (udms) to stabilize, but the artifacts returned. The udms was replaced with a tiled data measurement system (tdms) and the artifacts have been eliminated. Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4). Initial MDR mailed on (B)(4)2012.